Event description:
Elevated threshold and impedance values were reported. At the moment, biotronik has no further details with regard to a revision procedure. No adverse patient events were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a gradual increase of the pacing impedance from 500 ohms to approx. 1000 ohms between (B)(6) 2017 and (B)(6) 2017 as reported in the complaint text. The pacing threshold curve demonstrated in (B)(6) 2017 a measurement around 4 v. Further measurements in (B)(6) 2017 varied between 4 v and 3.5 v. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information become available for analysis, the investigation will be updated.